Manufacturer narrative:
(B)(4). 3004753838-2026-135697 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2026 the patient experienced loss of consciousness several times. It was unknown what the cgm device was displaying at that time and if alerts had sounded. The patient´s fiancée called ems and the patient was brought to the hospital. When a fingerstick was taken at the hospital the cgm reading was high, and the blood glucose reading was 545 mg/dl. The patient got admitted, but the reporter could not provide any details regarding possible treatment. The patient was still admitted when they contacted dexcom 3 days after the event, and there was a possibility that they would be discharged the day after. The only therapy reported was walking with a walker's assistance. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.